Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional, b6: relevant tests/laboratory data - additional, h2: correction/additional information, d10: concomitant medical products - additional, h6: health effect - impact code - additional.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023 the patient reportedly gave himself the last bolus through his tandem pump at 10:00pm, went swimming with friends and went to bed around 12:30am. On (B)(6) 2023, while the patient was sleeping the patient's mother tried to wake him up but he was not very responsive. At this time, the cgm was reading 220 mg/dl. No bg meter comparison was done. The patient's mother called 911. The fire department arrived first, and at this time, the cgm was reading 189 mg/dl and the bg meter was reading 42 mg/dl. The firemen treated the patient with glucose gel, gatorade, and glucose tablets. Despite this treatment, the patient had a seizure. Emergency medical services (ems) then arrived and provided the patient with a glucagon injection and the patient started to stabilize. The patient was transported to the emergency room (ER) and was there for about 8 hours before he was discharged home. After the incident, it was reported that a bg was taken and it was 75 mg/dl whiel the cgm was 125 mg/dl. Patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the time the patient was unresponsive. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient experienced a seizure. At one point, the cgm was reading 125 mg/dl and the blood glucose reading was 75 mg/dl. The patient was taken to the emergency room and was discharged on the same day. No treatment information was provided. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.